Event description:
It was reported that during the preparation of a therapeutic procedure on a pt, the physician notied that the tungsten coating on the outside of the jagwire had peeled away from the wire itself, and when the clinicians tried to slide something over it, the guidewire would become hung up. The physician then obtained another device and successfully completed the pt procedure.